Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Date of initial surgery: (B)(6) 2018. Type and level of initial surgery: l5- s1 transforaminal lumbar interbody fusion (tlif). Pre-operative diagnosis: compression of the nerve. It was reported that intra-operatively the spacer was broken while performing rotation. The thread was broken and unable to attached again. The device come in contact with the patient. Procedure was completed with another new cage. Patient complications were unknown with the available information. The product was inserted into the intervertebral space and rotation was performed. The thread was broken and unable to gripped. The new cage was opened to complete the procedure. The tip of inserter become widened.

Manufacturer narrative:
Product analysis result: visual function microscopic the spacer was returned with torsional deformation on the back side that interfaces with the inserter. There is some damage to the threaded hole. The hole as became oblong at the top from a bending moment passed through the inserter. The threads have visible damaged but were still able to be threaded to the inserter. There are witness marks inside the spacer recesses indicating torsional force. The damage to the spacer appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.